Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing redness and discomfort (described at heating) at the ipg site. The patient has also been experiencing chills and weakness. In turn, the patient was given antibiotics. The patient also went to the emergency room and a CT scan was performed along with lab work. The results came back negative for infection or other adverse effects.